Event description:
The facility stated that the surgeon implanted an aq2003v 3 piece silicone lens in 2005. The lens was explanted in 2005 due to the lens being -2 diopters off. The incision was enlarged to remove the lens and required a suture to close the wound. The facility stated that the most likely cause of the diopter shift is that the patient is a post lasik patient and it's hard to fit the right diopter without shifting. The facility did not feel it was due to staar's labeling or wrong diopter. The injector model that was used was a aq cartridge. The facility was unable to provide the injector and cartridge lot numbers. Additional information has been requested, but none has been forthcoming from the user facility.

Event description:
The pt's pre-op best occurred visual acuity was 20/25, pre-op refraction +1.25 and the post-op uncorrected visual acutiy is 20/25, post-op refraction. The cartridge model that was used was an aq cartridge fp.